Manufacturer narrative:
Citation: wiktorowicz a, et al. Paravalvular leak prediction after transcatheter aortic valve replacement with self-expandable prosthesis based on quantitative aortic calcification analysis. Quant imaging med surg. 2021 feb;11(2):652-664. Doi: 10.21037/qims-20-669. Earliest date of publish used for date of event: february 1, 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a method to identify imaging biomarkers to predict paravalvular leak (pvl) occurrence after transcatheter aortic valve replacement (tavr). All clinical and imaging data were collected and analyzed retrospectively. The study population included 50 patients with severe aortic stenosis (tricuspid aortic valve, aortic valve area ¿1.0 cm², mean pressure gradient 40 mmhg) who all underwent tavr with the medtronic evolut r (unique device identifier numbers not provided). Patient demographics were as follows: predominantly female with a median age of 83 years. Among all patients, adverse events included: balloon post-dilation performed during the tavr procedure for moderate to severe pvl or valve under-expansion; permanent pacemaker implantation within one year of tavr procedure; and mild to severe pvl that occurred during long-term follow-up. No additional adverse patient effects or product performance issues were reported.